Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector system. After the lens was inserted the surgeon noticed the haptic was bent. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00155.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.